Manufacturer narrative:
B5-reportedly the nurse opened the wrong lens by mistake. Please disregard the previous MFR report. Case reported in error. Claim# (B)(4).

Manufacturer narrative:
Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens -10.0 diopter was damaged by the customer. Attempts to obtain additional information have not been successful.